Manufacturer narrative:
Patient information is unknown. The 510k: this report is for an unknown traumacem v+ cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during augmentation of trochanteric fixation nail advanced (tfna) the traumacem v+ cement hardened quite fast. Because of this it was not possible to remove the cement cannula. It broke and part of the cannula remained in the blade. The surgery was prolonged about ten (10) minutes. There was no patient harm and the outcome was reported as normal. Concomitant device: tfna blade (part/lot unknown, quantity 1). This report is for unknown traumacem v+ cement. This is report 2 of 2 for (B)(4).

Event description:
Concomitant medical products: nail head element (part/lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.